Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the initial inflation at 18 atmospheres for several seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient condition was good.